Manufacturer narrative:
The lead was successfully repositioned. The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found dislodged a day after implant procedure. Reportedly good numbers at implant but discharge check found lead had no capture and chest x-ray found that this lead came out of vessel and was sitting in the vena cava. Programmed until lead revision. Asymptomatic patient. Additional information was received. The lead was successfully repositioned. Remains implanted. No adverse patient effects were reported.